Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Adams, j., capps, s., fada, r., hartman, j., kefauver, c., lombardi, a., mallory, t. (2001). "An algorithm for the posterior cruciate ligament in total knee arthroplasty." Clinical orthopaedics and related research, vol. 392, p. 75¿87.

Event description:
Information was received based on review of a journal article titled, "an algorithm for the posterior cruciate ligament in total knee arthroplasty¿ which compared one-hundred seventy-one (171) maxim cr (cruciate-retaining) knees and one-hundred eighty (180) maxim ps (posterior-stabilized) knees. Three (3) revisions occurred where radical debridement was performed.